Event description:
Ng securement device in place, ng tube slipped out approximately 15 cm, reinserted to correct length, could have been prevented with better securement device, ng tube was then "chevron taped" to nose. This is a new product in our facility. We had two events in a 24 hour period.